Event description:
It has been reported that a patient underwent initial left hip surgery on an unknown date. Subsequently, a bursectomy and synovectomy was performed on an unknown date. It has been further reported that the patient experienced pain in trochanteric and thigh area and a 7 cm pseudotumor was present on MRI images. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Pain and pseudotumour after hip replacement. This report is based on allegations set forth in patients notice and the allegations there in are unverified.